Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels of up to 333 (mg/dl) and small levels of ketones. Customer changed their infusion site and administered correction boluses to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.